Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from an american proficiency institute (api) proficiency fluid using vitros immunodiagnostic products tsh reagent lots 6720 and 6780 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. The most likely assignable cause for the higher than expected vitros tsh proficiency fluid results is an issue with the api proficiency fluid thy-08 itself when processed in a diluted state. There is no indication that the vitros 5600 integrated system or the vitros tsh reagents malfunctioned in any way as the customer made no suggestion of any issues with the biorad qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros assay were indicated. Additionally, all api samples in the scheme were within expected ranges when processed neat. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6720 and lot 6780. Email address for contact office in above is (B)(6).

Event description:
The customer reported that higher than expected vitros tsh results were obtained from an american proficiency institute (api) proficiency fluid using vitros immunodiagnostic products tsh reagent lots 6720 and 6780 on a vitros 5600 integrated system. Vitros tsh lot 6720 thy-08 result of 129 miu/l versus expected result of 92.83 miu/l, vitros tsh lot 6780 thy-08 result of 157 miu/l versus expected result of 92.83 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer did not indicate that any unexpected vitros tsh results were obtained for patient samples and there are no reported allegations of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).